Event description:
T was reported during remote follow up that the implantable cardioverter defibrillator (ICD) exhibited inappropriate shock due to incorrect interpretation of signal. The device was reprogrammed. The patient was stable.